Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, the device had issues with the loading or firing of the clips. A new device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.